Event description:
Ref MDR #1219856-2010-00344 for the first event involving the same pt with the same iab catheter. It was reported that the second perfusionist called and said that there was a problem with the fiberoptix sensor (fos) zero. She stated that she inserted the blue fos connector and the cal key. The intra-aortic balloon pump (iabp) gave the tones and indicated the balloon was zeroed. The lightbulb on the screen turned green. After insertion in the pt, the perfusionist noticed that the lightbulb had turned from green to blue. She did a manual calibration on the balloon and the lightbulb turned white. She is concerned about the zeroing "problem." She stated that the cal key had not been removed from the iabp during this time. Additional info received on 05/20/2010 stated that the device was not replaced. They decided to continue using it and then the pt did well enough to take it out.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.